Event description:
The patient received two trial pns leads from the same lot (off label usage - one supra orbital and one occipital). It was reported the patient went to an urgent care facility to have the leads removed due to right eye swelling and redness. Follow up information revealed the redness and swelling have decreased. It was reported the physician did not feel the symptoms were related to infection.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.